Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air and water nozzles are clogged, and the draining function reduced, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, peeling of the coating on the insertion tube, scratches on the insertion tube, wrinkles in the insertion tube, curved rubber bond cracked, curved rubber adhesive part cloudy, foreign object inside the nozzle, tip cover crushed, adhesive part of the objective lens came off, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, watertightness of the operation part cover not maintained, liquid leakage to the scope connector, switch 4 worn out, suction cylinder scraped, and wrinkles observed in the universal cord. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope, having air or water flow weak or ineffective. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was in the nozzle. The foreign material was unable to be identified. There were no deformations to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.